Event description:
Complainant alleged that while treating a male pt (gender unk) the device advised shock for what appeared to be a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device and the ECG strip from the event were returned to zoll for evaluation. The device was evaluated and observed proper operation during functional and performance testing; however evaluation of the strip chart indicated that the device advised shock for what appears to be a pulseless electrical activity heart rhythm. Without an electronic version of the ECG it is not possible to identify what signal criteria were met for the analysis algorithm to return a determination of "shock advaised." The analysis algorithm has previously been tested against a database of patient rhythms. The results of the testing indicated 100% specificity and 95.7 sensitivity for the rhythms included in the database. It is possible that this patient rhythm falls within the 4.3% class of algorithm accuracy.